Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3 7742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# la0732, implanted: (B)(6) 2002, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# la0732, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that the patient had uncomfortable, overstimulation. They were also feeling an intermittent jolting sensation on a daily basis. The shocking occurred at the stimulator and lead sites. The jolting sensation had gradually gotten worse since it started. The patient also felt like their stimulation was turning off and they could not get it to turn back on for a short period of time. One such instance was noted that the patient could not turn the stimulation back on for 1.5 hours. The patient would check with their patient programmer and it would show that the stimulation was on. There were no trauma or falls related to this event and it was not related to positional movement. The group impedances were a1 at 497 ohms and a2 at 342 ohms. The electrode impedances ranged from 569 ohms to 7471 ohms. The impedances on electrode 0 were out of range. The patient was reprogrammed without using the 0 electrode and the patient's stimulation was all on their left side. An x-ray was performed and showed that the leads were more on the left side of the spine. No or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.